Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. A part was ordered. No further info is available.

Event description:
The customer reported that the 7900 system displayed a can bus error message upon boot up. No pt injury was reported.